Manufacturer narrative:
An event of perivalvular leak (pvl), incomplete stent opening, complete heart block, cardiogenic shock, and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and incomplete stent opening could not be conclusively determined. The reported complete heart block could not be conclusively determined. The cause of the reported hypotension and cardiogenic shock could not be conclusively determined. The reported hospitalization and unexpected medical intervention and surgical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed to address the pvl and incomplete stent opening, a temporary pacemaker was placed during the procedure and subsequently a permanent pacemaker was implanted post-procedure, CPR and medication were administered, and the patient required prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had right bundle branch block (rbbb), severe low flow, low gradient, non-rheumatic aortic valve stenosis and acute-on-chronic class IV congestive heart failure requiring hospitalization for decompensation pre-procedure. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbot balloon. It was observed that there were repeated difficulties in engaging the balloon, occurring approximately 4 to 5 times. During the procedure, on the second attempt, the final 20 percent of deployment occurred very rapidly while pacing at 140 beats per minute, due to the patient¿s abnormal blood pressure. Post-deployment, the bp abnormality remained persisted. Epinephrine was administered; cardiopulmonary resuscitation (CPR) was initiated for 2 minutes in order to circulate the drugs and then ultimately the pressure became normal. An ascending angiography revealed mild to moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm, non-abbott balloon. It was observed that this balloon also had difficulty engaging and required multiple pacing runs at approximately 200 beats per minute during the fourth attempt, ultimately resulting in no pvl and a gradient of 3 mmhg. Hemodynamics noted to have improved but the left ventricular developed pressure (lvdp) was still elevated. On echocardiogram (echo), it was confirmed there was trivial to no leak. The patient had a complete heart block. A permanent pacemaker was implanted to resolve this event. Perclose was used to close the right arterial access site. The patient's status was an in-patient.